Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units ECG plug is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ECG plug is not working. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) evaluated the unit and found metal spring inside the connector bent, causing the shield around the pins on the ECG lead to catch it, and not lock in. The fse received and fitted a replacement board. The pump now functions ok. The balloon pump can still be used without ECG, using a slave connector. All functional and safety checks performed to meet factory specifications. Unit returned to the customer and cleared for clinical use.

Event description:
N/a.